Manufacturer narrative:
A philips repair bench technician evaluated the device and confirmed the issue. The repair bench provided the customer with a quote to replace the display. When the display has been replaced, the repair bench will return to the device to the customer.

Event description:
It was reported to philips that the display was cracked and non functional. There was no patient involvement.